Event description:
It was reported to philips that the allura system was not powering up. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed that the system was not starting completely. A review of the system logfile found post safety post failed. Upon troubleshooting actions, fse verified the incoming power and mpdu control board and found that the mpdu was defective. The fse replaced the mpdu. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.